Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not appearing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical support specialist suggested user to inform adt to cancel the discharge and then proceed to merge the orders to the specific visit ID. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.